Event description:
The customer reported that she was running qc and noticed that the lh780 instrument had a fluid leak. The volume of leak was 1/3 cup and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
The customer found a pinhole in the needle vent line. She replaced the vent line that fixed the leak. Upon recur, the failure mode identified; is likely to cause erroneous results for all parameters due to sample carryover. The manufacturer's reference # for this event is (B)(4). Customer resolved the issue.